Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly to usb connections were evaluated and reseated. The gpos assembly was also ordered for replacement. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system will not come to full boot, displays communication error. The fse determined the cause of the problem to be a faulty gpos pcb. The gpos single-board computer that runs the linux general-purpose operating system. The gpos provides overall system control and optional surgical navigation interface. If a component fails or board does not communicate with the rest of the system, the system may fail to boot, lockup, or other various errors. The fse replaced the gpos and verified system functionality. Based on the age of the system (date of manufacture, 03/21/2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.